Manufacturer narrative:
Investigation summary: the customer issued a complaint for clogged/blocked needle detected during customer usage. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. No sample was provided to bdm-ps for analysis; therefore, it is not possible to investigate the reported condition or determine the root cause. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that the bd hypoint¿ needle was blocked and couldn't expel solution. The following information was provided by the initial reporter: "extraction of the solution was not possible."